Event description:
It was reported that an occlusion alarm occurred. Customer changed the pump supplies and successfully resumed insulin therapy. Reportedly, the customer was taken to the emergency room (ER) and was subsequently admitted into the hospital with a blood glucose (bg) level of 550 mg/dl and high ketones. Ketone levels identified as life threatening by their health care provider. Customer attempted to address the elevated (bg) by delivering a manual insulin injection. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and the customer was released after 4 days, customer does not recall the exact date, with no permanent damage. Customer declined troubleshooting from tandem technical support and reported that the pump was working as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.